Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. After pre-dilation was performed, a 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to some uncontained or raised rod in the balloon. The procedure was completed with another of the same device. No patient complications were reported.